Event description:
Event description guidant received information that this fineline ii lead was inserted into this patient's ventricle. During advancement of the lead, a questionable curve was observed and the location of the lead within this patient's venous structure could not be confirmed. At that time, the patient had a sinus rhythm and an oxygen saturation of 98%. Next, contrast was injected and staining was observed outside the venous system located above the right atrium. The patient's blood pressure dropped and an echocardiogram revealed a pericardial effusion. It is suspected that the curve previously observed during lead placement resulted in a perforation of the pericardial sac. The patient subsequently passed away.